Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain and discomfort at the pocket site. This rv was surgically abandoned and replaced with a leadless system. No additional adverse patient effects were reported.